Event description:
A customer reported a very potent odor emitting from the sterrad nx. There was no haze/mist. There was no report of human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(4) 2012.

Manufacturer narrative:
Field service engineer was dispatched to customer site. Odor/smell was confirmed. A pm1 was performed and the catalytic decomp filter, vacuum pump was replaced.

Manufacturer narrative:
Correction: sex is unknown. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (march 2012 through november 2012) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from february 2013 through january 2014 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are below (B)(4) and is considered acceptable. The shuma indicates the risk is broadly acceptable for moderate level injury and as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The catalytic converter was returned and tested. The catalytic converter emitted a large amount of smoke and exhibited a strong oil odor. The reason for return of the catalytic converter was confirmed. The vaccum pump was returned and tested. The vaccum pump was unable to pass a pump down test. The reason for return of the vacuum pump was confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.